Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/18/17 phone call, 10/19/17 phone call, 10/23/17 phone call. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at the end of a case, the bag/vent switch did not function as expected. There was no reported patient injury.